Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the company representative suggested that the customer purchase a new handpiece. The system was tested and found to meet product specifications. The system was manufactured on march 31, 2010. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The company service representative checked the phaco handpiece and found system message- ¿u/s hp failure handpiece current low (open circuit) when connected to the system. No further information available regarding the phaco handpiece. The phaco handpiece was manufactured on september 8, 2014. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that it was difficult to aspirate and the handpiece was locking. Additional information has been requested.